Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronics assembly. The pump was received with cracked battery tube threads, a broken reservoir tube lip, a cracked case near the display window corners, minor scratches on the display window, and a stained end cap sticker.

Event description:
The customer called and reported the insulin pump got wet while he was kayaking and would not turn on. Customer's blood glucose was not known. It was stated the insulin pump display went blank immediately after exposure to moisture. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.